Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the analyzer cable failed during an implant. Another programmer, with a different cable, was used as a result. No patient complications were reported as a result of this event.